Manufacturer narrative:
The manufacturing process was reviewed and no issues were observed. Product is manufactured with validated procedures. All product is tested 100% prior to release. The IFU for the product was reviewed and it includes complications and adverse reactions such as tube obstruction. Upon follow up with dr.(B)(6) he indicated that on (B)(6) 2018 the implant was removed from the anterior chamber and it was somehow clogged. He was able to force enough bss through the tube until it flushed properly. The implant is now functioning properly. Based on information provided by doctor the fact that the device is now functioning normally indicates the valve mechanism is intact and functioning as intended. It is possible that a particulate material of some sort blocked the valve between the first priming and the "flusshing" event. It is impossible to "kniw" this for sure given that no particulate material was noted by the surgeon.

Event description:
Dr. (B)(6) flushed the agv per IFU and noticed the implant was able to prime/flush safely. During post operative day 1 follow up, he noticed the patient's iop was high 30's. He brought the patient back to the operating room and tried to flush the tube intraoperatively. The "tuve" was not able to flush after the tube was implanted. After manipulation, iop of patient was low teens.